Manufacturer narrative:
Correction to b3 of the initial report: from 3/19/2025 to 3/21/2025. Correction to b5 of the initial report: see b5 field. Correction to e1 (phone number) of the initial report: removed phone number. Correction to e3 (occupation) of the initial report: updated to health professional. Correction to h4 (device mfg date) of the initial report: from 3/19/2013 to 3/1/2023. Correction to h6 (component code) of the initial report: removed ¿g04134 tube¿ and ¿g04042 cylinder¿ to g04093 nozzle. Correction to h11 of the initial report: the device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where foreign material remained in the nozzle. However, a definitive root cause of the reported issue could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited foreign object in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where foreign material remained in the air/water cylinder and air/water tube. However, a definitive root cause of the reported issue could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited foreign objects in the air/water cylinder and air/water tube. There were no reports of patient involvement.